Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7075920, UDI: (B)(4). Product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7074321, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing insufficient pain relief. It was also mentioned that when charging the implantable pulse generator (ipg) the patient develops a rash. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded per facility policy.